Event description:
It was reported that the quick bolus/wake button on the pump was difficult to press and often required multiple attempts to activate the screen. There was no adverse impact on the customer's blood glucose level. The customer was advised on how to press the button effectively, but as the issue persisted, it was decided to replace the pump. The customer continued using the current pump for insulin delivery and was instructed on how to return the faulty pump.